Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/22/2008 and 02/25/2008 by phone, mail and fax. A completed questionnaire was received. This report was mailed to FDA on: 03/20/2008.

Event description:
A consumer reports that following intraocular lens (iol) implant surgery five years ago, she has had chronic increased intraocular eye pressure and frequent vitreous hemorrhages. The surgeon had observed an area of the iris that has thinned and has a clot. The surgeon believes a haptic is chafing the iris and recommends rotating the lens. In a follow-up, the surgeon reports outcome of event as "good".